Manufacturer narrative:
The device in question was returned to walkmed infusion and inspected by walkmed infusion personnel. The device was subjected through a "free flow protection test", which verifies the pump can properly occlude a tube set when the door is in a opened state. The reported event was confirmed as the device did not properly occlude the tubing when the door was in an opened state. A review of the manufacturing and service records did not reveal any nonconformities related to the reported event. However, walkmed infusion's records indicate this device was never returned to walkmed infusion for the recommended, annual periodic maintenance.

Event description:
During setup, the clinical staff installed a tube set into the device in question and observed the medication was "free flowing". After the pump was programmed at a rate of 10 ml/hr, the clinical staff continued to observe "free flow".